Manufacturer narrative:
The company service representative examined the system. The supervisor was replaced. The software was updated. The system was then tested and met all product specifications. A review of complaints for the last 24 months did indicate an additional, related report for this system. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).

Event description:
Adverse event(s): no patient impact (no consequences or impact to patient). Product problem(s): "system message" (device displays error message). A nurse reported during an urgent intervention, the system shut down during the procedure and the screen gave an error message. The procedure was completed and no patient injury was reported. New information was received reporting the system shut down in between two patients. The patient was on the operating table, but the procedure had not yet started. The system was restarted and the surgeon confirmed there were no consequences for the patient.